Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red particulate matter was observed in the needle syringe of a floseal hemostatic matrix kit during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed on the actual sample via the naked eye which revealed a reddish particulate matter (pm) in the barrel of the needle syringe. The reported condition was verified. The most probable cause of this reddish pm is the coring of the red rubber stopper of the calcium chloride vial. The cause of the condition could not be determined. In addition, thirty (30) retention samples were visually inspected with no evidence of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.